Manufacturer narrative:
The reported catheter was not returned. However it was stated that this catheter was part of the recalled catheters with this misalignment. These catheter connectors detachment feature are aligned 90o away from the detachment arrow. This would result in the catheter being in the detach position when the user believed it to be in the attach position. This explains the issues observed during the affected procedure. The catheter would pop out of the controller thus not inflating unless attached in a lock position. The controller was found to be in good working order. This complaint falls under CAPA 0061 and the MDR noted at the top of the page. The issue has been traced to an incorrectly made catheter connector. Catheters built with the affected connector have been recalled.

Event description:
C2 therapeutics became aware of a device malfunction on (B)(4) 2018: during a cryoballoon focal ablation system procedure on (B)(6) 2018, the user experienced a balloon deflation issue with the c2 cryoballoon focal catheter. It was reported that the catheter used was part of a recall due to a catheter misalignment issue.